Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient fainting, vascular dissection, ventricular fibrillation and medical intervention appears to be related to operational context. In this case it is possible that the reported patient fainting, vascular dissection, ventricular fibrillation and medical intervention are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a heavily calcified, moderately tortuous, 99% stenosed right coronary artery (rca). During the first low speed retrograde treatment, ventricular fibrillation occurred briefly after passing the first 95% stenosis. The patient was able to self-terminate the ventricular fibrillation by the physician stopping the oad and the patient coughing. The patient's circulation remained stable throughout the course of the procedure. The ventricular fibrillation was resolved prior to the patient losing consciousness. During the final treatment, on high speed, an acute signal indicated a suspected dissection. This was confirmed through angiography. The oad was removed and subsequent balloon angioplasty was used to restore flow to the vessel. The patient had no further complications. The patient was in stable condition. In the opinion of the physician, orbital atherectomy did cause the ventricular fibrillation as the vessel was completely closed off medially, with 95% stenosis. There were no issues with the oad observed.